Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Additional information indicated that the device was explanted due to an elective replacement indicator. Furthermore, the explanted device was not reused as a temporary pacing system as it was sent to pathology for testing. Moreover, the patient was sent to another facility for the laser extraction. There were no additional adverse patient effects reported. This crt-d was explanted.